Manufacturer narrative:
One device was returned for analysis of complaint that pump did not detect cassette. Service history review identified this device has not been in for service previously. Visual and functional testing was performed. Probable cause of complaint was defective latch/lock sensor. The sensor was replaced and the device passed testing post repair.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was defective, did not detect the cassette. The event occurred while inserting the cassette and there were no patient involvement and no patient harm.